Event description:
Patient presented with dyspareunia, vaginal pain and recurrent incontinence after having a tvt implanted in 2007 to treat stress incontinence. Physical examination revealed exposed mesh in the vagina. Dates of use: 2 years.